Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device experienced chest compression failure. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the device will not be returned to zoll for evaluation. Based on the customer internal review of video footage, the customer determined that the rescuer performed CPR incorrectly. The device delivers real-time feedback including prompts such as push harder, good compressions, and fully release to guide rescuers toward american heart association (aha) recommended performance targets (depth of at least 2 inches and rate of 100-120 compressions per minute). The device continuously monitors compression quality using a sensor embedded in the CPR-d-padz and adjusts feedback accordingly to support high-quality CPR delivery.